Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, moderately tortuous, and moderately calcified de novo lesion in the left anterior descending artery. A 2.0x12mm min trek rx balloon dilatation catheter (bdc) was prepped prior to use without issues. The bdc was being used for pre-dilatation; however, it was observed that the balloon inflated to 8 atmospheres but was not holding pressure. When the bdc was withdrawn blood was observed inside the balloon. The procedure was successfully completed with a new 2.0x12mm mini trek rx bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.